Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that they received a phone call from the patient that called the hot line on (B)(6) 2016 reporting that primary controller alarm volume seemed to be diminished and was having difficulty hearing alarms. Decision made for patient to perform elective controller exchange at home with patient's mother to assist after new controller received. New controller shipped overnight to patient at home. Controller exchange was performed on (B)(6) 2016 with phone support provided. Patient was stated of being asymptomatic during the elective controller exchange. No additional information available.

Manufacturer narrative:
The reported event of diminished volume from alarms could not be confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The sound level of a high priority alarm was measured to be 82 db at 1 meter from the controller. This is within the specification limit of 79 db to 100 db. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.